Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain and the device was removed. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.